Event description:
It was reported that the customer experienced a low blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. The low blood glucose level resulted in the customer losing consciousness. Customer required services from emergency medical technicians who administered intravenous glucose. Customer updated their basal rate settings to address the event.